Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Sc-1110-02, (B)(4). Device evaluation indicated that the ipg passed visual, electrical, and performance imaging tests performed. The patient data exhibited normal characteristics until the explant procedure. The device characteristics had changed after the explant; analog integrated circuit-u1 was damaged. Sc-2218-70 (B)(4) device evaluation indicated that the lead passed photographic imaging test performed. The proximal electrode was flattened by a setscrew and the distal electrode was crumpled.

Manufacturer narrative:
Additional information was received that the ipg and lead were damaged during the explant procedure.

Event description:
A report was received that during device analysis, it was discovered that patient¿s ipg analog integrated circuit was damaged. It was also discovered that the proximal end electrode of the lead was flattened by a setscrew while the distal electrode was crumpled.

Event description:
A report was received that during device analysis, it was discovered that patient¿s ipg analog integrated circuit was damaged. It was also discovered that the proximal end electrode of the lead was flattened by a setscrew while the distal electrode was crumpled.